Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via mdi. Customer did not require assistance from third party. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
MDR codes updated